Event description:
It was reported that the patient experienced inadequate stimulation despite multiple reprogramming attempts. No device malfunction was suspected. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500 , model: sc-2218-50 , serial: (B)(4), batch: (B)(4).